Event description:
Motor vehicle accident victim lifelined to hosp. CT scan noted head injuries. Icp probe placed, intubated, sedated and paralyzed. Intracranial pressure increased, mannitol given. 6 days after admission increased icp; started on thiopental. 7 days after admission. Next day brain scan showed no flow.